Event description:
The customer reported that during a patient event, their device locked up and stated "service" across the screen. There was no additional information provided regarding the patient event or the outcome of the patient. It is unknown if the patient suffered any adverse effects as a result of the reported failure.

Manufacturer narrative:
The third party service agent advised physio-control that the customer has requested the device be removed from service and not repaired. The cause of the reported failure could not be determined.the device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.